Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
"There is a depression of the cup. And the cup does not hold. They have to reset the pressure." (B)(4).

Manufacturer narrative:
Investigation findings update: reference (B)(4). Investigation: analysis and findings; refer to (B)(4) that was reported with the same event and product number on the same customer account; the affected returned vad device for 2018-08-0000078 was verified to have been free of any obvious damage and functioned as intended. The affected device was not returned for investigative analysis as no RMA was issued, in addition, a DHR review was not performed as lot number was reported as "unknown". Corrective actions: correction and/or corrective action; corrective action is not applicable based on the investigative analysis of (B)(4), and that the affected devicefor (B)(4) was not returned. This complaint will be monitored for trending in that no injury was reported to end user, or patient. Was the complaint confirmed? No. Analysis and findings for the above referenced (B)(4) concluded the affected mystic vad was visually and physically evaluated where it was noted to be free of any obvious damage. The mystic vad was then functionally evaluated and the reported event was not confirmed or able to be reproduced. The vad was actuated, pulled and maintained vacuum in excess of five minutes, see the attached photos, the device functioned as intended. The "depression" that was reported was identified as the gate, where the over-mold material is filled in the mold and did not have any impact on the device performance. All vad devices are individually tested for function and vacuum in addition to visual inspection during in-process assembly. Inventory review indicated all inventories had been depleted for the lot , no further action required at this time. Review of the lot DHR did not indicate any abnormality.

Event description:
"There is a depression of the cup. And the cup does not hold. They have to reset the pressure." Ref (B)(4).